Event description:
It was reported that the patient passed away. The cause of death is unknown. There is no clear information as to whether the death was device-related. Additional information was requested.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Session records were provided for review by technical services. Analysis of the session records was performed and no anomalies were noted on the device.